Event description:
Doctor reported to a lensar clinical application specialist that while hydro dissecting, he noticed a capsular test and vitreous fluid. A vitrectomy was performed and the lens was inserted.